Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd veritor¿ sars-cov-2 and flu a+b assay provided a false positive result. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: got this complaint via email from product complaint "veronica lee" that customer reports false positive result on flu.

Manufacturer narrative:
H6: investigation summary . This memo is to summarize the investigation results regarding the complaint that alleges false positive when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number unknown. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed as no batch number was provided. The reported issue was unable to be confirmed. H3 other text : see h10.

Event description:
It was reported that bd veritor¿ sars-cov-2 and flu a+b assay provided a false positive result. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: got this complaint via email from product complaint "veronica lee" that customer reports false positive result on flu.